Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the size deviation of the tube cap is not strict when blood is collected. Patients and users were not affected. It tried to press the head cap on the spot, but it could not be reset normally. The nurse reported that there was a deviation in the position of the cap before using it.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cocked stopper was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cocked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.